Manufacturer narrative:
An event regarding alleged disassembly issue involving a mig distal femur was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review. Device history review: review of the device history records indicate one device was manufactured and accepted into final stock on 10 may, 2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jan2017 to present for similar reported events regarding disassembly issue. There have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as and the operative report and device return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a distal femur mig device approved for compassionate use in the united states.

Event description:
During the revision surgery the 2mm allen key was used to disengage the locking screw on the distal femur mig in situ. The 2mm allen key broke and the hex part got wedged into the locking screw cavity. The surgeon was unable to remove it and therefore the implant could not be disengaged as planned. The patient specific proximal femur implant was not used they reduced the length of an off the shelf hip and re-cemented this into the implant in situ. This doubled the length of the procedure, adding 90 minutes to the duration of the procedure. This MDR is in relation to the mig distal femur disassembly issue.